Manufacturer narrative:
The reported event of thrombus was confirmed. The examination of (B)(4) found a ring of thrombus around the inlet bearing ball. The portion of the thrombus adjacent to the inlet bearing appeared to show evidence of layering, indicating that tissue formed over an indeterminate period of time. The outer portion of the ring appeared to be a combination of tissue-like deposition and coagulated blood, indicating that this section of the ring formed close to the time of explant. The inlet bearing thrombus would have impeded rotor rotation and blood flow through the pump, causing the elevated pump power consumption and the observed low flow. The origins of the thrombus could not be determined. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported a possible pump thrombus. Signs of pump thrombus were noted in the echo. The patient's ejection fraction had improved from 10-15% to 45% so the patient was not given a new pump. The patient was explanted and is doing well.